Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that the patient had a loss of stimulation in (B)(6) 2012. Impedance measurements showed a high impedance (>40000 ohms) on one lead. This resulted in a scheduled date for intraoperative troubleshooting. The day prior to the report, the measurement in the operating room (or) showed all impedances were higher than 40000 ohms. The health care provider (hcp) tried to disconnect the leads and extension in order to measure only the lead, but cut one of the leads in two pieces. After implanting a new lead and connecting it to the extension, the measurement showed "good" impedances. After reconnecting both leads to the device, the impedances on electrodes 8-15 showed "high" impedances. Due to this, the device was explanted. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.